Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was received and investigated. The device passed the leak test three times without any issues; therefore, the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the steerable guiding catheter (sgc) failed to hold column. It was reported that during preparation of the sgc, the hemostatic valve could not hold the fluid column. A new 3 way stop cock was used; however, the issue continued. The device was not used. There was no patient involvement. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.